Event description:
Information has been received via the distributor indicating that a user facility reported they have experienced six occurrences of first-use reactions since 2003. Each occurred shortly after initation and dialysis treatment was completed after change-out to a different dialyzer. The symptoms included shortness of beath, headache and back pain. One patient reportedly required hospitalization. Additional event specific information is not available.